Event description:
A malfunction on the pump was reported while the caller was loading a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, resulting in the resolution of the issue. The customer was instructed to continue using the pump and to contact support if any malfunction code recurs, which the caller acknowledged and understood.